Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that the ptm (personal therapy manager)/handset was getting stuck at 90% for 5 minutes. The patient stated that they had gotten a new ptm a couple of months ago. Per the patient, they got 6 boluses a day. The agent assisted the patient with clearing the data on the ptm after which the patient was able to connect very fast with the ptm. The agent reviewed device function and recommended that the patient call back for assistance if necessary. The troubleshooting steps taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the personal therapy manager (ptm) was getting stuck at 90% and stays at 90% for a long time for about a month. Patient stated they have not had a bolus since friday. Patient mentioned the hay fever was bothering him. Agent assisted patient clearing the data on the handset and patient was able to deliver a bolus. Agent reviewed device function. The troubleshooting steps taking on the call resolved the issue.